Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). DHR was reviewed and no discrepancies related to the reported event were found. Review of the most recent repair record determined the unit was confirmed to not power on. The power inlet module was blistered at both fuse ports after a bad short. The power cord was burned. The power inlet module and cord were replaced and resolved the reported issue. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit will not turn on. The event timing was outside of surgery. There is no harm or delay. No adverse events were reported as a result of this malfunction. Upon investigation, the power cord was burned. Due diligence is complete. No further information is available.